Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the backlight inverter printed circuit board (pcbs). The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received information stating that while in use on a patient a 980 ventilator had a blank display and it smelled like burnt plastic. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.